Manufacturer narrative:
Title routine mini-laparoscopic cholecystectomy: outcome in 200 patients source journal of visceral surgery, volume 154, 2017 (73¿77) date of publication: 9 september 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from january 2012-2015, eight patients (4%) experienced postoperative complications, including unexplained fever, urinary retention, pulmonary embolism, intestinal obstruction, peri-trocar bleeding, biliary collection, sub-hepatic hematoma, and a retained common bile duct stone. The infra-hepatic bile collection required revisional laparoscopy for drainage while the trocar bleeding was controlled by sutures and the retained stone extracted endoscopically. Lapro-clip 10 mm absorbable clips were used to ligate the cystic duct and artery during mini-laparoscopic cholecystectomy. The 3 mm manipulation trocars were used. Additional trocars were required in 16 patients (8%) due to difficulty in exposure, insertion of cholangiogram, bleeding, or bile leakage. Intraoperative complications were experienced by 36 patients (18%) included gallbladder perforation and moderate bleeding at the cystic duct or gallbladder bed that was controlled by bipolar coagulation. Article: hadrien tranchart, 2017, journal of visceral surgery.